Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to clinic during which, the left ventricular pacing vector was found to have out of range impedance (high) with a sudden jump and elevated threshold. The physician suspected possible lead fracture. As a result, the pacing vector was changed. The patient experienced no symptoms and was stable before and after.